Event description:
A pt underwent a catheter revision on (B)(6) 2010, as their pain was not being well controlled. The catheter tip was noted to be at the t1 location, and a section of the catheter appeared fractured. A dye study with fluoro was unable to find the rest of the catheter. At the time of the catheter revision surgery, when the back incision was opened, it was discovered that the catheter was also fractured at the anchor site. A small section of the catheter was removed, and a purse string suture was placed. A new spinal section of the catheter was placed and pinned to the existing catheter. Fentanyl (8000 mcg/ml) was reduced from 2932.8 mcg/day to 384 mcg/day following the revision procedure. In addition bupivicaine (10 mcg/ml) was reduced from 3.66 mcg/day to .48 mcg/day. The pt was admitted to the hospital for observation overnight. The pt had recovered with sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.